Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user believed the ilet was delivering too much insulin and also experienced sticky buttons and an unresponsive screen, while low glucose events occurred with a reported nadir of 65 mg/dl for less than one hour and alerts were received. Symptoms included hypoglycemia without loss of consciousness or need for assistance, which the user treated with oral carbohydrates. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed user behaviors that interfered with ilet learning, including frequent use of the pause feature and immediate overtreatment of perceived lows around 90 mg/dl with a downward trend, as well as the need to retrain meal announcements; hardware concerns about sticky buttons and screen responsiveness were reported but not reproduced during the call. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to hypoglycemia and glycemic variability, with no confirmed device malfunction.